Event description:
A customer contacted stryker to report that their device would not turn on automatically when the lid was opened. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Due to character limitations section e1, initial reporter phone, was left blank. The initial reporter¿s phone number is (B)(6).

Manufacturer narrative:
Stryker evaluated the customer's device and was able to verify and duplicate the reported issue. Stryker further evaluated the customer¿s device at the product analysis center (pac) and the cause of the reported issue was determined to be the reed switch. The customer received a replacement device. The device archived by stryker maastricht.

Event description:
A customer contacted stryker to report that their device would not turn on automatically when the lid was opened. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There was no patient involvement reported with the event.